Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported they saw their physician on (B)(6). They then met with the manufacturer's representative (rep) on (B)(6) for reprogramming. When the patient was asked if the decreased therapeutic effect in stimulation had been resolved the patient stated yes, it's a little better.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that since she fell, landed on that side and hit her head, her implantable neurostimulator (ins) was not helping enough with her pain. This occurred on (B)(6) 2016. It was found the stimulator was turned off. The patient turned the stimulator back on and increased it. The patient said she knew how to increase, she turned the stimulation off when she was laying down, and sometimes she had to get up and turn it on. The patient said the healthcare provider (hcp) told her to call the manufacturer for help to increase or to get hold of the manufacturer's representative. A fall could have been related to this issue and the patient did not have another group to try. The hcp was not informed of the fall. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.